Event description:
Customer reported 4 burette sets used in the rnicu cracked and leaked at the cylinder immediately after priming. There was no pt involvement. The sets were primed, then laid on their sides on sterile towels in preparation for central line handle for tpn, and leaking was noticed on the towels. The cracks were vertical along the length of the burette. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4), (B) (4), (B) (4), (B) (4). The products were received. Investigation is not complete. A follow up report will be submitted with any relevant info.